Manufacturer narrative:
(B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, initially during a laparoscopic ileocecostomy procedure, the staple line was not seen to be incomplete. However, the patient experienced issues and was brought back in days later and was re-operated. It was found that the staple line leaked and there was a tear/hole in the anastomosis causing a leak. It was repaired by taking it down and doing a re anastomosis. There was tissue damage and unanticipated tissue loss as a result of this problem. The patient had a prolonged stay due to infection from the leak.